Event description:
It was reported that during device change out, pacing inhibition was occurring due to over-sensing by the implantable cardioverter defibrillator. It was determined the over-sensing was occurring due to crosstalk. Programming changes were made. There were no patient consequences.